Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The company representative (rep) reported an adaptive stimulation issue. When the patient leans forward over a desk, they lose stimulation in that position. When the patient was standing or sitting upright, stimulation was great and working as intended. It was noted that the patient was last seen a month ago and upright stimulation was good. The rep was going to be seeing the patient later today for programming. The rep received advice on how to reprogram the patient¿s device, and their concerns were resolved.

Event description:
The rep confirmed that they did reprogram the patient¿s ins at the appointment on (B)(6) 2016 and it was working properly. The issue has been resolved.